Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation of the returned device is complete. A visual inspection was performed and found a loose coil cap and malformed housing. The reported condition was verified. The cause of the loose coil cap was determined to be due to the malformed housing. The cause of the malformed housing could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coiled cap of a large volume infusor was loose. This was noted before patient use; therefore, there was no patient involvement. No additional information is available.